Event description:
It was reported by customer via medwatch, "had a power injectable line in right arm. Multiple health professionals ranged from doctors to registered nurses which may be students or other categories. Hard to determine since taped up on multiple incidents. Various reasons or none on the various methods on treatment or delivery. As of today, red bump which is dome shape. Test date: 2023 in a hospital facility."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.